Manufacturer narrative:
Qn#(B)(4). Please see assoicated MDR# : 3010532612-2024-00929.

Event description:
It was reported " fund large helium leak alarm after pumping for 5 minutes. Balloon waveform artifact.pump on patient. Pump swapped and no harm to patient."

Event description:
It was reported " fund large helium leak alarm after pumping for 5 minutes. Balloon waveform artifact. Pump on patient. Pump swapped and no harm to patient."

Manufacturer narrative:
(B)(4). Associated MDR#: 3010532612-2024-00929. Returned for investigation was a pcs assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the pcs assembly was performed, and no abnormality was noted. All valves were individually tested by powering them on and off using an external 12v dc power supply. Each valve responded properly to the 12v supplied with an audible click, indicating proper valve function with no stuck valves. The pcs assembly was installed into a known good lab inventory ac3 for functional testing. The pump was powered on, and pumping was initiated. The leak test was performed; it passed both the source side and patient side leak tests. The pump was then left to run for over an hour and no leaks or alarms or was noted. The pcs assembly functioned as intended. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "large helium leak alarm after pumping for 5 minutes" was confirmed by the field service agent; however, the returned pcs assembly passed visual and functional test specifications during complaint investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.